Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the vent plug was found missing on the end of extension hub of a bd nexiva¿ closed IV catheter system . There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: the customer complaint could was not confirmed already a return sample was not provided for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7255531. Investigation conclusion: we could not confirm a specific root cause for this issue since no sample or photo was sent for evaluation, we could not determine if it was user or manufacturing related.